Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while cycling the power in response to an alarm that occurred during dwell. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or contributed to alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.